Manufacturer narrative:
The reported event of lead was damaged was confirmed. Analysis found that a complete lead was returned in one piece measuring 58.1 cm. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection found cuts to the seal rings of the is-1 connector seal boot which is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was damaged. The lead was exchanged during the procedure. The patient was in stable condition.